Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the patient complained of system going back to initialization phase because of a sensor check alert. Earlier the patient received two sensor suspend alerts. Based on the review of the glucose data, there was a deviation in the system performance and a sensor replacement was approved. This incident did not lead to any adverse event.

Manufacturer narrative:
The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Manufacturer narrative:
Initial investigation was performed on user synced glucose data on data management system (dms) which is a cloud platform for eversense systems. A review of the alert history showed that sensor check alert (error code 34) was fist triggered on (B)(6) 2024, day 6 after insertion. From 02 january through 21 january, at least 17 unique sensor check alerts were triggered. As a result, the return material authorization (RMA) was issued to return the sensor for further investigation and root cause analysis. Investigation of the returned sensor revealed adequate chemical performance. A further review of the glucose data on dms showed that the sensor check alerts coincided with gaps in in the raw signal data. This suggests that sensor check alerts were potentially due to a reference channel instability caused by an intermittent led issue. No further investigation was found necessary for this complaint. As part of resolution, the customer was offered a sensor replacement. B4. Date of this report updated to 02 april 2024. D9. Device available for evaluation? Yes, 13 february 2024. G3. Date received by manufacturer updated to 02 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114, 4203. H6. Investigation conclusions updated to 4307.